Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was air flowing back. To remove the air, the syringe pulls in and the air persists in. This occurred after puncturing the right femoral vein, the sheath is inserted and an ablation catheter is inserted. The team tried to flush it out of the body, but the air was drawn in, so the product was changed. After that, the procedure was successfully completed. ·he patient had no air contamination. The procedure was completed without patient's consequence. Additional information: air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow into the side port is MDR-reportable.